Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports observing visible smoke from their abbott diabetes care device. The customer further details that when trying to charge the reader, the adapter started to smell of smoke and smoke was visible. There was no report of fire, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) was not returned. Usb charger and usb cable were returned. Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and results were not within the specification. Power adapter failed the testing. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Unable to perform further investigation due reader was not returned. An extended investigation was performed. Visual inspection was performed on the returned usb cable and power adapter. No signs of misuse, heat damage or contamination to the usb cable was observed. Customer reported that when tried to charge reader the adapter on charger started smoking and smelled like smoke. The returned power adapter failed power load test. A visual inspection of the cable and adapter were performed using digital microscope and no visual anomaly was observed. Glucose data readings was not give any indication of smoke, explosion, or fire occurring. The returned cable and adapter were brought to the bench for functional testing. A cable tester was used to test the returned usb cable. No opens were observed. A load tester was used to perform testing on the returned power adapter. However the voltage was not within the specifications. A known good reader was connected to the returned adapter and attempted to charge the reader. The known good reader was not charging when using the returned adapter, and smoke was not observed. The reader was not returned and that there was no evidence of smoke, fire, or shock during the investigation; this issue is not confirmed. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports observing visible smoke from their abbott diabetes care device. The customer further details that when trying to charge the reader, the adapter started to smell of smoke and smoke was visible. There was no report of fire, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.